Manufacturer narrative:
The citation of the attached literature article is as follows: pruski et al mynxgrip for closure of antegrade puncture after peripheral interventions with same-day discharge, vasc endovascular surg (2017 feb); 51(2): 67-71. Please note that the event date (section b3), expiration date (section d4), and the manufacturing date (section h4) were unknown. UDI number (section d4): *+m465mx67210k* note: pi number is unknown as the lot number was not provided. Section e1 phone: +4578450000 the study took place between 2012 and 2014 and the device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing and a documentation review by the quality department. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be conclusively determined. Should additional relevant information become available, a supplemental report will be filed. This is one of six medwatch reports involved with the literature article. The associate manufacturing report numbers are the following: 3004939290-2017-00051, 3004939290-2017-00052, 3004939290-2017-00053, 3004939290-2017-00054, 3004939290-2017-00055, and 3004939290-2017-00056. -

Event description:
According to the literature article "mynxgrip for closure of antegrade puncture after peripheral interventions with same-day discharge," there was a patient with device failure leading to conversion to mechanical compression with a femstop. No patients required hospitalization. No late bleeding and no hematomas greater than 6 cm were noted. Additional information was requested, but was unknown.